Manufacturer narrative:
The customer was contacted for return of the suspect product and indicated they were collecting the pads for return. However, the electrode pads have not been returned to zoll for evaluation at this time. Additionally, the customer clarified that these pads were only used for monitoring and no energy was delivered during the event. This claim is related to a suspected skin reaction to the pads. The design of the zoll onestep complete pads uses materials that has passed biocompatibility testing. This claim will be reopened when product has been received.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 67-year-old male patient, after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient subsequently sustained blisters. No additional information has been provided.